Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12316 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion sets adhesive on (B)(6) 2024. The patient reported infusion set fell off during use. The set was in use for 1 or 2 days.the patient replaced infusion set and resumed insulin successfully. No further information available